Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the lot number provided by the complainant is invalid.

Event description:
It was reported that during the injection of the antibiotic, there was a visible backflow of blood. The needle was changed and the patient had to be re-injected. The removed needle tubing which appeared to be cut in half.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the lot number provided by the complainant is invalid.

Event description:
It was reported that during the injection of the antibiotic, there was a visible backflow of blood. The needle was changed and the patient had to be re-injected. The removed needle tubing which appeared to be cut in half.